Event description:
Caller reported that a pump previously indicated a cartridge change error along with a cartridge fit issue, which were treated as separate events. There was uncertainty about whether the customer's blood glucose level exceeded 500 mg/dl, as the caller declined to provide this information. After identifying the cause of the fit issue as related to an o-ring, the caller was able to fit the cartridge on the pump and proceed past the cartridge change step. No further assistance was requested or required from technical support, as the customer declined further inquiry or follow-up.